Event description:
The hospital reported that during an endoscopic vein harvesting procedure the t.w. Power supply gets hot and the lights flicker. The power setting on the hemopro power supply during the procedure was 3. No attempts were made to change out the hemopro power supply and/or the adaptor cable and/or extension cable. The procedure was delayed by around 45 minutes. The procedure was successfully completed using a second device. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: e1: event site corrected from (B)(6) to (B)(6). The device was returned to the factory for evaluation on 09/21/2022. An investigation was conducted on 10/04/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the power supply and power cord returned. An electrical evaluation was conducted. The returned power cord was plugged into the device and the device was switched on. Both of the green lights on the power supply were observed to flicker, indicating intermittent power to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, vasoview hemopro 2 device, and the returned power cord and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. It did not produce visible steam and heat during ten (10) 3-second activations. No tone was audible from the power supply upon activation. The process was repeated using a reference power cord and produced the same results. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.